Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user states the seats upholstery is sagging after the replacement was sent out. States the replacement is the exact sagging issue as was the original.